Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Received information regarding loosening components for a procedure completed on (B)(6) 2023. No event date provided. Awaiting additional information. Updated (B)(6) 2024: revision surgery occurred on (B)(6) 2024. It was confirmed to be a loosening of the hinge . The entire femoral construct was removed, the tibia was left. As noted in revision surgery per (B)(6)., motion was assessed and found to be too much axial and varus/valgus motion with the hinge. The tibial plateau was firmly screwed into the tibia. The thimble was worn down and the doctor wondered if the poly locking detail had worn down on one side. See all images provided. It was also noted at the procedure that the proximal tibia was fractured and healed.[customer]

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
Received information regarding loosening components for a procedure completed on (B)(6) 2023. No event date provided. Awaiting additional information. Updated 2024-10-23: revision surgery occurred on (B)(6) 2024. It was confirmed to be a loosening of the hinge . The entire femoral construct was removed, the tibia was left. As noted in revision surgery per j. T., motion was assessed and found to be too much axial and varus/valgus motion with the hinge. The tibial plateau was firmly screwed into the tibia. The thimble was worn down and the doctor wondered if the poly locking detail had worn down on one side. See all images provided. It was also noted at the procedure that the proximal tibia was fractured and healed.[customer]